Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call of issues with the customer's insulin pump. The father states the customer received low battery alert and blank display. The customer's blood glucose level was 91mg/dl. Troubleshoot was conducted. The customer states the screen goes blank when the battery cap is tightened. The customer is being sent replacement battery cap. The customer was advised to monitor the device.